Event description:
It was reported that the patient started having pain at the lead location about 3-4 months ago. It felt like a knot at the lead location near the tailbone, and hurt/throbbed when the patient was lying and sitting down. It was also reported that the area sometimes was red, and the hcp was considering removing the device. The patient stated that his device had not worked in six months, and his programmer was not working. Troubleshooting confirmed that the programmer and device were working fine. The patient had the device powered off and was able to change to program 3 at 2.1v after turning it on, where he felt stimulation. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow-up information from the patient's healthcare provider (hcp) indicated that the patient turned the device off due to sensation above the rectum. There was no change in voiding. The reporter indicated that the patient had nocturia and woke up 3 times at night and 5 times during the day to urinate. The patient had urgency without urge urinary incontinence. Additionally, the patient was losing weight and was seeing a primary care provider for that. It was also noted that the patient had fibromyalgia. The reporter indicated that the patient was reprogrammed and was going to keep the device off for 3 months after which an explant would be considered in a follow-up appointment.

Manufacturer narrative:
(B)(4). Lead: model 3093-33, lot# v296429, implanted: (B)(6) 2009, explanted: na; programmer: model 3037, serial# (B)(4).